Event description:
It was reported, that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous, and severely calcified below knee vein. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, during initial inflation at 1 atmosphere for 1 second, the balloon ruptured. The device was removed. And the procedure was completed with a different device. No patient complications were reported. And patient was in good condition.